Event description:
It was reported that an unknown invacare concentrator was involved in a fatal house fire. An invacare expert was asked to examine what was described as an invacare oxygen concentrator that was involved in a fatal house fire. Expert said the concentrator was badly damaged. No other information is available at this time. This file will be updated as additional information is obtained.